Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported that the customer received emergency medical assistance due low blood glucose on an unspecified date with an unknown blood glucose. The called did not mention how the customer treated or any symptoms the customer may have experienced. The caller declined troubleshooting for the low blood glucose. The called did not know the details about the incident but did mention the customer was hospitalized twice. The caller did not indicate any damage to the insulin pump. The insulin pump will not be returned for analysis.